Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's vessel morphology was moderately calcified, mildly tortuous and the left iliac arteries were occluded. The aortic neck was straight. The physician proceeded with the procedure by implanting the bifurcated stent graft in the right side and placed two aortic cuffs (one 20 x 3.75 cuff and one 28 x 3.75 cuff) to create an aui, due to the occluded left iliac. It was reported upon final angiogram, the aortic cuffs moved proximally covering the renal artery. The physician reported that the movement of the aortic cuffs was due to the pt's anatomy; there was not enough room for overlapping of the aortic cuff in the ipsilateral limb. The physician elected to convert the pt to an open surgical repair due to the inability to be able to advance the stent through the small diameter and calcified arteries. No add'l sequelae were reported and the pt is fine.